Event description:
Healthcare professional reported that the device was explanted, due to a port leak.

Manufacturer narrative:
Taper ii. Analysis showed a thinner surface on the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not the stainless steel connector and the band) consistent with wear and tear. The port tubing at the stainless steel connector also showed a thinner surface and a smooth opening with leakage consistent with wear and tear. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."